Event description:
Or tech was present and reported that a 130310 conmed pencil was plugged into a valley lab force 4b, when a yellow fire about 2 1/2 to 3 inches shot out of a deep incision between the side of the wound and shot up the surgeon's glove. This happened regardless of the esu settings. They tried other valley lab blades in the conmed esp and the problem repeated. They switched to a valley lab pencil and the problem went away. There was no pt injury.